Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient's blood glucose levels ranged from 56 to 562 mg/dl on (B)(6) 2013. The reporter indicated that the communication between the pump and meter is stopping during boluses and the patient has overcompensated or not realized the delivery was incomplete. This report is being made based on the indication that the patient experienced erratic blood glucose levels after their response to communication failures between the pump and meter.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 (B)(4) - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed the record 2.35 units of a 9.25 unit ez-carb bolus performed via the meter on (B)(4) 2013 at 9:12 am immediately followed by a bolus timed out warning. A records show a normal 17 unit bolus was performed successfully after the partial bolus delivery. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully paired with the test meter. An ex-carb bolus was executed using the meter remote with no errors occurring. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within the required specifications. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.